Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: bladder; uterine') and bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder; uterine') in an adult female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), skin discolouration ("dark spots"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia"), depression ("depression,"), pigmentation disorder ("pigmentation,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge (",vaginal discharge") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (essure remove-scheduled date: (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, bladder perforation, pelvic pain, vaginal haemorrhage, menorrhagia, skin discolouration, urinary tract infection, female sexual dysfunction, depression, pigmentation disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered bladder disorder, bladder perforation, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, pigmentation disorder, skin discolouration, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in pfs - she did not undergo essure confirmation test. There were three coils in right ostium and three coils in the left ostium. After successful bilateral occlusion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: impression: normal appearing endometrial cavity. There is no contrast identified in the bilateral fallopian tubes confirming blockage of the bilateral fallopian tubes by the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: bladder; uterine') and bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder; uterine') in an adult female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concurrent conditions included urinary incontinence since 2018. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced skin discolouration ("dark spots"), depression ("depression,") and pigmentation disorder ("pigmentation,"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced pelvic pain ("pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced libido decreased ("low libido"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge (",vaginal discharge") and anaemia ("anemia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pain ("lower body pain") and back pain ("lower back pain"). The patient was treated with antibiotics, iron, mirabegron and surgery (essure remove-scheduled date: (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, bladder perforation, pelvic pain, vaginal haemorrhage, menorrhagia, skin discolouration, urinary tract infection, female sexual dysfunction, depression, pigmentation disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, libido decreased, anaemia, dyspareunia, pain and back pain outcome was unknown. The reporter considered anaemia, back pain, bladder disorder, bladder perforation, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, pain, pelvic pain, pigmentation disorder, skin discolouration, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in pfs - she did not undergo essure confirmation test. There were three coils in right ostium and three coils in the left ostium. After successful bilateral occlusion. Insertion date as per pfs: (B)(6) 2015 and discrepancy noted as per pfs: essure not removed(anticipated or scheduled date: (B)(6) 2019) and as per previous fu: essure was removed on (B)(6) 2018. Approximate weight at the time of essure placement 160 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: impression: normal appearing endometrial cavity. There is no contrast identified in the bilateral fallopian tubes confirming blockage of the bilateral fallopian tubes by the essure. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: low libido, anemia, dyspareunia (painful sexual intercourse), lower body pain, lower back pain were added. Event onset date was updated. Lab data and reporter's information was added. Treatment drugs and concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: bladder; uterine'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder; uterine') and bladder disorder ('bladder or urinary problems or changes') in an adult female patient who had essure (batch no. C22913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), skin discolouration ("dark spots"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia"), depression ("depression,"), pigmentation disorder ("pigmentation,"), bladder disorder (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge (",vaginal discharge") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (essure remove-scheduled date: (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, bladder perforation, pelvic pain, vaginal haemorrhage, menorrhagia, skin discolouration, urinary tract infection, female sexual dysfunction, depression, pigmentation disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered bladder disorder, bladder perforation, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, pigmentation disorder, skin discolouration, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in pfs - she did not undergo essure confirmation test. There were three coils in right ostium and three coils in the left ostium. After successful bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: impression: normal appearing endometrial cavity. There is no contrast identified in the bilateral fallopian tubes confirming blockage of the bilateral fallopian tubes by the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received : reporter added, lot number added, patient demographic added, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), uti, apareunia, depression, pigmentation, dark spots, bladder disorder, urinary tract disorder , migraines, headaches, dysmenorrhea (cramping), vaginal discharge, weight gain, bladder perforation, uterine perforation. Concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.